Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes had foreign matter on the cap. No serious injury or medical intervention.